Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 212 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with critical pump error alarm, however the critical pump error alarm was able to be bypassed/cleared followed by the unit booting up properly. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Unit received with pump error 13 alarm after battery insertion and critical pump error alarm due to moisture damage on all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, moisture damage on force sensor assembly and moisture damage on motor home switch.